Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device keypad was not working. There was no reported patient involvement.

Manufacturer narrative:
The customer reported problem was not confirmed . The device was not repaired, did not pass all required testing and specifications and released back to the customer unrepaired per their request. A review of the device history record for sn (B)(6) was performed from date of manufacture 16apr2019 to the present date 05nov2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device keypad was not working. There was no reported patient involvement.